Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tube extension broken near the proximal clevis. Failure analysis concluded the damage was likely due to mishandling / misuse. Failure analysis investigation also found the following unreported damages to the instrument: pad printing was removed from the tube extension. Failure analysis concluded the damage was likely due to mishandling / misuse. Various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; pad printing removed and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, there was concern over orange tape on shaft. Scrub tech could not get disposable scissor tips over tape on the monopolar curved scissors instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.